Manufacturer narrative:
Lot number # 18a005, 18e023, 18g042, 18j020, 18j022, and an unspecified lot number. Twenty-three (23) single use devices were received for evaluation. For twenty-two (22) of the devices, visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the 22 returned devices. The devices were found to be conforming product. For one (1) device, visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 24 </noe> malfunction events. It was reported that twenty-four small volume infusors leaked prior to patient use. Eight of the devices leaked from the blue winged luer cap, one device leaked from the bladder, and fifteen devices leaked from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
For twenty-one (21) of the devices (previously reported as 22), visual inspection revealed fluid inside the bag that contained the devices. Additional information: two additional devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.